Event description:
Chronic macular edema [macular oedema] severe iritis [iritis]. A physician reported four cases concerning ceeon 911a. One case concerned a patient who underwent cataract surgery and was implanted with ceeon 911a foldable lens on an unspecified date. One month following surgery the patient developed chronic macular edema and severe iritis and was referred to another center. At the time of this report the outcome of the event is unknown. No details of the lens, batch number or expiry date were provided.